Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the active system. Reference medwatch with patient identifier (B)(6) for the performa system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 1. 57 mg/dl (active system) and 173 mg/dl (performa system) 2. 159 mg/dl (active system and hi (result > 600 mg/dl) performa system sets of readings were taken at different times. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.